Event description:
According to the available information, the patient had a torosa implanted on (B)(6) 2024. During the surgery, a medium-sized implant was placed. The patient is experiencing both physical discomfort and concern regarding product compliance. The surgery report the patient received indicates that the implant was filled with 16cc's of saline but the patient believes the maximum recommended fill limit for a medium implant does not exceed 15cc's. Currently, the implant is rigid, abnormally heavy, and three times the size of the patient's remaining testicle, causing substantial physical and psychological distress. In follow-up with the doctor, the patient was advised only 4 cc's had been used. A photo of the surgery report referenced by the patient shows the implant sticker which references 16cc for a medium torosa.

Manufacturer narrative:
A label review was performed and confirmed the correct volume (16cc) was referenced for a saline-filled testicular prosthesis, size medium. The device history record was also reviewed and confirmed that molded torosa shells used to manufacture this finished good lot were of the correct size. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.